Event description:
Her condition seemed to be stable until the doctor got a photo of the implant site showing that the implant (the titanium stimulator) was exposed on (B)(6) 2026. On (B)(6) 2026 plastic surgeon is seeing the user about performing a skin flap surgery . The team is hoping that this will not result in an explant however the possibility cannot be ruled out.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.